Manufacturer narrative:
On april 16, 2026, the customer contacted technical services (ts) to report that the system appeared to have self-triggered while prepping. This was reported to the FDA under MFR number 00014118964-2026-0004. It was later reported (may 12, 2026) that there was a patient on the table when this occurred. No injury was reported. Per dfmea document (B)(4) revision d, all risks associated with accidental exposure to radiation have a severity of 4, with low probability. See risk assessment #(B)(4). On (B)(6) 2026, the customer rebooted the system and confirmed that it was operating normally. Ts requested the system logs. On april 24, 2026, ts received the system logs and sent them to the software developer for evaluation. The software developer confirmed that the logs reflected normal workflows with no signs of a self-triggered exposure. The software developer also confirmed that their system is incapable of initiating an exposure without command and requested more information from the customer. On april 18, 2026, this event was reported to the FDA as an adverse event under report number 0001418964-2026-00004. On may 12, 2026, the customer provided the following information about the event: the generator did not make a beep sound. No image was displayed on the screen. The rotor made a sound. There was a patient on the table. The software developer provided the following evaluation of these events: "the nexus drf system is incapable of initiating a rotor boost cycle. The system logs do not reflect any abnormal activity on the date of the event, and the user did not observe any indication of an exposure sequence on the nexus drf system. This complaint will be closed as a generator system related issue." On may 20, 2026, a technical services fse went onsite to investigate the issue and provided the following evaluation: "I arrived on site and performed a pm and gain calibration on the hydravision system. I opened a patient study in nexus and completed an exposure. Approximately one minute later, the generator began prepping on its own, followed shortly by a prep timeout error. The system only faulted one time when I was on site. I observed that the mini console remained illuminated at the exposure indicator location even while the system was in standby mode. Based on these findings, I recommend replacement of the mini console."

Event description:
Follow up to MFR report #0001418964-2026-00004. On april 16, 2026, the customer contacted technical services (ts) to report that the system appeared to have self-triggered while prepping. Initially, no patient was reported to have been on the table. On may 12, 2026, the customer provided additional information, stating that there was a patient on the table during the incident. The customer confirmed that there were no injuries.